Event description:
It was reported that balloon detachment occurred. The 100% stenosed target lesion was located in a mildly tortuous and mildly calcified arteriovenous graft. After crossing a guide wire and a non-bsc microcatheter, a 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the shaft kinked. After pushing and pulling the device 2-3 times, the shaft detached at the monorail lumen proximal part of the balloon. The detached portion was completely removed using a snaring device. A bravus balloon catheter was then advanced for dilatation but ruptured at 20 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon detachment occurred. The 100% stenosed target lesion was located in a mildly tortuous and mildly calcified arteriovenous graft. After crossing a guide wire and a non-bsc microcatheter, a 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the shaft kinked. After pushing and pulling the device 2-3 times, the shaft detached at the monorail lumen proximal part of the balloon. The detached portion was completely removed using a snaring device. A bravus balloon catheter was then advanced for dilatation but ruptured at 20 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling mr balloon catheter. The balloon was tightly folded, and the device was bloody. The tip, balloon, and shaft were microscopically and visually inspected. Inspection revealed numerous kinks in the shaft and a complete separation in the shaft located 39.5cm from the tip of the device. The fracture faces of the separated ends were oval, as if kinked prior to separating. The rest of the device was inspected, and no other damage or irregularities were found.